Manufacturer narrative:
This report is being filed on an international product, list 06c29, that has a similar product distributed in the us, list number 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed (B)(6) architect havab igg. Results: (B)(6). The specimen was (B)(6) when tested using the vidas method. There was no adverse impact to patient management reported.

Manufacturer narrative:
A specificity testing protocol was executed; using lots 80671li00, 82139li00, 86041li00, 76489li00, and 74235li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No systemic issue was identified which would indicate a product deficiency from the device history review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect havab igg reagent list number 06c29, lot numbers 80671li00, 82139li00, 86041li00, 76489li00, and 74235li00, were identified. Information update, this information was truncated in the initial report. Update: the following lot numbers were in use by the customer when the event occured. It is unknown which lot generated the discrepant results: lot 80671li00: manufacture date: 2017-09-18; expiration date: 2018-08-17, lot 82139li00: manufacture date2017-11-15; expiration date: 2018-10-17, lot 86041li00: manufacture date 2018-02-21; expiration date: 2019-01-22 lot 76489li00: manufacture date 2017-06-26; expiration date: 2018-05-29, lot 74235li00: manufacture date 2017-05-19; expiration date: 2018-03-16.